Event description:
It was reported that the ilet user ate pancakes and did not take sufficient insulin for the meal, after which blood glucose rose to 356 mg/dl. Symptoms included hyperglycemia. Outcomes included a transient episode of hyperglycemia without hospitalization. Investigation included user education and troubleshooting focused on correct meal announcements and meal-size entry to prevent underdosing. Investigation of this case revealed user-related underestimation of carbohydrate/meal size as the precipitating factor for hyperglycemia while the device functioned as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error related to inadequate meal dosing.